Manufacturer narrative:
Complaint investigation concludes the event is unlikely related to the fmc device. Clinical investigation indicates the dyspnea even was provided as relevant recent patient history. Device was not returned to the manufacturer and no investigation was conducted. A device history record was extracted and device met requirements. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(4) 2011 to (B)(4) 2013.

Event description:
It was reported by a patient/user of the fmc peritoneal dialysis (pd) newton cycler that dialysis solution is leaking out the cassette and into the cycler. It was also reported that the patient was hospitalized on (B)(6) 2011 due to dyspnea.